Event description:
Pt wears continuous positive airway pressure (CPAP) at home with setting of 7. Respiratory specialist placed CPAP on patient and about 10 min later pt notified staff that pressure on CPAP machine "is too strong, I can't tolerate this machine, it feels like the setting is much stronger than 7." Pt removed CPAP. Respiratory specialist was paged and the pt declined CPAP.